Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider and consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. The patient indicated he had changed his stimulation and the stimulation did not recognize the intensity. The rep indicated when she checked group a, all setting were changed to 0.0ma. Rep indicated patient's stability time was set at 1 minute. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Per manufacturer review of the device data there were no anomalies determined within the log. Additional information was received from the consumer on 2019-apr-15 reporting that the event occurred when sitting with the controller resting on their hip. The controller was about 8 inches away from their battery. Impedances were within normal limits. No further complications were reported.